Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. It was reported while the patient was on impella cp support, heparin was withheld due to bleeding in the heart from a perforation in the left anterior descending artery that occurred during the hrpci. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).